Manufacturer narrative:
Device was used for treatment, not diagnosis. Alberts, k., loohagen, g., & einarsdottir, h. (N.d.). Open tibial fractures: faster union after unreamed nailing than external fixation. Injury international journal of the case of the injured, 30, 519-523. This report is for unknown tibia nail unknown quantity/unknown lot. Unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: 'alberts, k., loohagen, g., & einarsdottir, h. (N.d.). Open tibial fractures: faster union after unreamed nailing than external fixation. Injury international journal of the case of the injured, 30, 519-523. Sweden' the article compares a prospective series of thirty-one patients managed with a solid nail with static interlocking without intramedullary reaming, with a retrospective series of thirty-one patients managed by external fixation. External fixation (hoffman external fixator, howmedica) was used in retrospective study while a solid nail 8 or 9 mm in diameter, (unreamed tibia nail, synthes) was used in the prospective study. The mean age of the patients involved with the prospective study was 41 (15-79). Nineteen of the patients were male and 12 were female. Seventeen of the patients had multiple trauma and seventy-seven patients had high energy trauma. In the prospective nailing group an unsatisfactory fracture reduction was found in four of the thirty-one patients who were followed up to fracture union. Redisplacement to an unsatisfactory fracture alignment occurred in one patient after the nail had been replaced by an external fixator because of infection. No further operative procedures were performed to correct malalignment in this group. There were three cases of malunion and nine cases of delayed union. The number of surgical procedures performed to promote union was three times higher in the external fixation group. In the nailing group there were five wound infections, two deep and three superficial. The nail was extracted in one of the patients with a deep infection. This report 1 of 2 for (B)(4). This report is for an unknown unreamed tibia nail.